Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level ranging from 400-450 mg/dl and moderate ketones. Customer was treated with intravenous fluids of saline, isolyte-s and insulin (humalin r), and was released from the hospital 8 hours later with no permanent damage. The cause for the reported issue was unknown. Reportedly, the infusion sets were changed to address the issue and insulin delivery was resumed. Customer continued to use the pump for insulin therapy.